Event description:
A nurse tested the pt on the suspect device and obtained a blood glucose reading of 393mg/dl. The nurse administered insulin based upon this reading. Five minutes later, a lab draw was performed for a blood glucose. Then pt went into insulin shock. The lab value came back as 138mg/dl.